Event description:
It was reported the medication in the pump was being switched due to the fact that the patient had itching and a diffuse rash since implant and it was believed to be related to the prialt. The pump had been refilled and it was noticed the bridge bolus was programmed to 1000 micrograms per milliliter instead of 50 micrograms per milliliter. The bridge bolus ran for 3 minutes before it was stopped and corrected. The pump had previously been used to deliver prialt and was now being used to deliver fentanyl and dilaudid.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8840, product type: programmer, physician. (B)(4).